Manufacturer narrative:
Date of event is estimated. D10 therapy date dates are estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient's lead was explanted and replaced. Patient has adequate therapy. The reason for the surgery and date of surgery is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient experienced ineffective therapy. X-ray confirmed that the lead migrated. As such, the surgery took place on (B)(6) 2024 to address the issue. Reportedly, the lead was discarded.